Event description:
It was reported to MFR that the vns pt was seen for a follow up visit and communication could not be established with the implanted generator. The physician initially believed that the communication problems were a result of normal generator battery depletion. During surgery to replace the generator that occurred just a few days later, the surgeon was able to successfully communicate with the implanted generator with no difficulties. Therefore, the communication problems were not due to the depleted generator battery as initially believed, but rather due to a component of the neurologists programming system. Good faith attempts to obtain add'l info from the physician have been made, but have been unsuccessful to date.